Event description:
Boston scientific crm received information that both the right atrial (ra) and right ventricular (rv) leads were explanted due to loss of capture. It is unknown if any duration of asystole occurred. The ra port on the device was plugged due to atrial tachycardia and a new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with a stretched helix. Visual inspection found that the polyurthane insulation and a nearby anode coil were melted. Analysis concluded that the lead damage was induced during the explant and was most likely caused by electrocautery.

Event description:
--

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.